Event description:
Information received indicating that a cadd solis vip pump gave error 41786-0004, alarm at start-up. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with dents noticed by the power buttons. During analysis, the customer's reported problem was not able to be duplicated however problem was found in event log history multiple times. Service replaced main board as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.